Manufacturer narrative:
This report is submitted on november 24, 2023.

Event description:
Per the clinic, the patient developed an infection at abutment site and subsequently was treated with IV antibiotic. The abutment was removed under general anesthetic on (B)(6) 2023.